Event description:
It was reported that revision surgery was performed due to pain and apparent septic loosening. The device was implanted 2 to 3 years ago.

Manufacturer narrative:
Previously reported to FDA by user facility by report number 1801883780-2012-0005.